Manufacturer narrative:
A customer from outside the united states contacted siemens and reported observation of depressed atellica ch enzymatic creatinine_3 (ecre3) results which were discordant relative to repeat testing. Siemens reviewed the instrument data and the information provided by the customer. Reagent and instrument related issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. Based on the available information, the cause of the discordant ecre3 result was consistent with preanalytical variables. The issue was resolved by routine troubleshooting; a product problem was not identified. Customer is operational and no further actions are required.

Event description:
The customer reported observation of depressed atellica ch enzymatic creatinine_3 (ecre3) results which were discordant relative to repeat testing while using lot 150346. An initial depressed result was obtained for the patient in question. The initial result was reported to the physician but was not questioned. The sample was subsequently retested on an alternate analyzer which produced a similar depressed result. During a later routine assessment, the same sample was retested on a different analyzer which yielded higher results. The higher results were considered correct, and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.